Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt anastomosis in the mildly tortuous and non calcified left forearm vessel. A 5.0mmx40mmx80cm sterling balloon catheter was advanced to the lesion for predilation without any resistance. The device was positioned in a u-shape across the anastomosis and the balloon was initially inflated at 10 atmospheres; however, a portion of the lesion was not sufficiently dilated. The balloon was again inflated at 12 atmospheres however a contrast leakage was noted under fluoroscopy. The device was completely removed from the patient and it was found out that the balloon had ruptured. The procedure was completed using a 4x20mm sterling balloon catheter. No patient complications were reported and the patient's status was good.